Event description:
Surgical bur used to extract impacted wisdom tooth of the right mandible. Bur fragment noted post operatively on CT scan taken due to right tongue numbness not resolving. Radio opaque object noted in floor of the mouth. Patient unable to get an MRI to determine extent of nerve involvement of the tongue. Embedded in the tissue floor of mouth.